Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited oversensing of noise on the rate/sense and shock channels that resulted in pacing inhibition. The patient received an inappropriate shock, with no other patient symptoms reported. An invasive procedure was performed to evaluate the lead and confirmed that the high voltage leads were reversed in the header.